Event description:
This is the second report involving the same padgett dermatome which caused the harvested tissue to be too thick. (Cross reference with MFR report 30044608878-2009-00064 integra report number (B)(4)). On (B)(6) 2010, an incident occurred involving a padgett dermatome during a procedure. A child with burns was having a thin scalp dermo-epidermic graft taken from the left temporal scalp region of their head. The pt's skin condition was described as "good" prior to the procedure. The scalp was shaved and physiological liquid infiltration was done. The desire thickness of the graft was 3/10e mm, however, the dermatome created a very thick temporal scalp flap with a thickness of 2cm x 10 cm. The flap required suturing as a result. As of this date (B)(4) 2010, the pt was described as "ok." There was no info provided about whether there was scarring involved with this incident. Another dermatome was used to create a second graft just near the first one. This graft was successful.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.